Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02452 / 02453).

Event description:
It was reported patient underwent a knee arthroplasty on an unknown date. Subsequently patient was revised on (B)(6) 2014 due to unknown reasons. During implantation, it was noted that the peg had a bead and did not fit the hole of the patella implant. The procedure was completed after removing the patella and enlarging the hole.